Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last year of march 2022 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 253666.

Event description:
It was reported that patient had to charge the ipg more often and frequently. It was noted also that patients lead had impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted device will not be return as it was disposed at the facility.